Event description:
According to the reporter, during a laparoscopic gastroplasty bypass, the surgeon used a clipper but it did not fit in the trocar. Another device from other manufacturer was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. Visual inspection noted the disengaged circular seal may occur when contact is made with a surgical instrument during clinical application. Functionally, the devices duckbill seal passed an air leak test. The obturator was inserted into the cannula and removed without difficulty. It was reported that the surgeon used a clipper but it did not fit in the trocar. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the circular seal was disengaged. Visual inspection of the returned product noted that the circular seal was disengaged and received. The video shows the surgeon using an unknown endoscopic device having difficulty being inserted into the seal housing and cannula. He pushed through and disengaged the circular seal. The product analysis noted evidence that the device was not used as intended. The disengaged circular seal may occur when contact is made with a surgical instrument during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadve rtent damage to the seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted the surgeon using an unknown endoscopic device and there was difficulty inserting it into the seal housing and cannula. The surgeon pushed through and disengaged the circular seal. It was reported that the surgeon used a clipper but it did not fit in the trocar. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.